Event description:
It was reported by the pt's parents that their daughter is no longer able to hear with her device since (B) (6) 2010. External parts have been exchanged, but without success. According to the parents no fall or accident is known. Testing was carried out which confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted at a f/u report.